Manufacturer narrative:
Upon receipt to mentor, the device contained no fluid. Brown material was observed within the device. Yellow material was observed on the shell surface. Visual evaluation of the device revealed two rents within an area of siltex cracking on the anterior and posterior views; rent a measuring approximately 0.2 cm and rent b measuring approximately 0.5 cm. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and yellow material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline breast prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 125 cc saline catalog: 3542610 lot: 230331. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor siltex round moderate profile 125 cc breast prostheses. Bilateral deflation was diagnosed by ultrasonography. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 150 cc gel and a mentor cpg 311 gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.